Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2. H3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation foreign material inside the air water cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by the following: the most probable cause of the fuzzy image is traced to a component failure, while for the malfunction related to foreign material, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was not coming clean and that the image appeared fuzzy. The issue occurred during preparation for use, and there were no reports of patient involvement.